Event description:
It was reported that during the implant procedure, the atrial lead exhibited high impedances. Following the procedure, the lead impedances dropped into normal range, but the lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.